Event description:
It was reported that a patient presented with premature ventricular contractions and right ventricular leadless pacemaker failing to capture. It was determined that the device had dislodged to the pulmonary artery. The device was explanted, but it was unknown if a replacement device was implanted. Patient had no consequences after the procedure.